Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on september 15, 2016. There were 930 paks associated with this lot. A review of the manufacturing records revealed 1-related non-conformity during manufacturing for this product. One probe was found with a bent needle and was replaced to resolve the non-conformance and to allow for lot release. The associated system was manufactured on may 21, 2012. Based on qa assessment, the products met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser probe would not fit into the cannula. The case was completed using an alternate laser probe. There was no harm to the patient.

Manufacturer narrative:
The probe was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The laser probe was inserted into a 25ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol. The laser probe¿s cannula outer diameter (od) was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s od was measured to be 0.02015 to 0.0202 inches, meeting specifications. The sample tip length was measured using a 25ga needle length gauge, where the nitinol was found to not meet specifications, as it was too short. The root cause of the reported event can be attributed to shorter than specification, laser probe nitinol length. The manufacturer internal reference number is: (B)(4).